Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was conducted and there were no identified internal actions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an acl (ant. Cruciated ligament) procedure with a shaver blade sterling cuda large hub magenta and the issue of an unknown part of the device broke inside of the patient occurred. During the procedure while under general anesthesia, the shaver blade sterling cuda large hub magenta broke. The device was used for a right knee arthroscopy, medial meniscus repair and right knee acl reconstruction, patellar tendon autograft. A new shaver was opened to complete the procedure. There was no patient consequence reported. The issue reported was assessed as MDR reportable as an unknown part of the device broke inside of the patient.